Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, the polarstem ball head impactor tip was broken. As this was noticed in a non-surgical environment, there was not any patient involved.

Manufacturer narrative:
H6: it was reported that, the polarstem ball head impactor tip was broken. As this was noticed in a non-surgical environment, there was not any patient involved. The device, intended for use in treatment, was returned for further investigation. Upon visual inspection, no irregularities were found regarding the reported part of the device in question. Upon functional testing, the tip in question was functioning properly. A complaint history review was performed. No other complaints regarding the batch in question could be detected. The production documentation was reviewed, no deviations from the standard manufacturing procedure were found. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the performed investigations, no problems were detected with the reported part of the device in question (the tip) and the relationship between the reported event and the device cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event/this complaint. Hence, a root cause analysis is not deemed necessary. The document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), states that all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Smith+nephew will continue to monitor for similar issues. The returned device will be scrapped.